Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included glycogen storage disease type ii. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced glycogen storage disease type ii ("essure could worsen her glycogen storage disease type ii"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and glycogen storage disease type ii outcome was unknown. The reporter considered glycogen storage disease type ii and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.